Event description:
It was reported that during a procedure on (B)(6) 2013, the healthcare provider (hcp) had difficulty inserting the lead into the implantable neurostimulator (ins) and requested that a different one be used. It was later reported that the lead would not pass through into the battery, as ¿if the battery was clogged or something.¿ the hcp had several failed attempts and elected to use a new ins. The hcp stated that the ins was ¿defective¿ and replacing the ins resolved the issue. The patient was stated as doing very well.

Manufacturer narrative:
(B)(4).